Event description:
My daughter was having a vns stimulator outpatient. She has many underline conditions like cp, asthma, epilepsy and is also wheelchair bound. Surgery took 3 hrs. Rather than 90 min at most. I was not told at all about her aspirating until 2 weeks she had and was vomiting violently and was told it was the anesthesia, she would be ok she winded up with aspiration of pneumonia bilateral pneumonia as well. The anesthetic was obviously and almost killed her but was not even told how bad she was during the operation. They let her go home not even a spoon of apple sauce and no writing of her effect by any of the hosp staff. They means anesthesiologist and surgeon. I am scared for my daughter's life. What went wrong and abuse of a disabled persons psychological status was not at all in consideration and I am still "till" today have problems with her. Aspiration. FDA safety report ID # (B)(4).